Event description:
Report received of a cassette alarm. The customer contact indicated that the nurse primed the tubing with a "maintainence solution", but after the tubing set was placed into the infusion pump an audible alarm for a "cassette failure" was received. The tubing set was changed for a new set and the infusion was resumed without incident using the same pump. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.